Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify device deficiency anomaly due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident. Customer treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they did not allege insulin pump was under delivering. Customer stated that the drive support cap appears normal. The insulin pump will be returned for analysis.